Manufacturer narrative:
After further investigation, it was confirmed that the reported problem could not be duplicated. A function test was performed for inspections, but no anomaly was found. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices was getting error code 1009 pressure regulation high message, and screen turned totally dark during use on a patient. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The device was restarted and then it came to operate normally. They then replaced the unit with their backup one by instruction of our sales rep. Investigation is ongoing.